Event description:
During an unspecified procedure, the suture broke. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
Co could not confirm the reported condition as the strand of suture returned was not broken. However, the needle permaturely detached.